Event description:
A 29-week gestational age fetus delivered via c-section at 15:05 on 01/14/1999. Heart rate > 100, apneic. Immediate resuscitation with oral intubation. Endotracheal tube placement confirmed by auscultation and chest rise; and taped at 7cm. Heart rate fell to < 80, epinephrine given via endotracheal tube. Tube noted to be at 9cm; was readjusted and secured at 7cm. Baby sent to neonatal intensive care unit and placed on mechanical ventilation. After 15 seconds chest rise not observed; air entry on right diminished. Needle thoracentesis for continuous release of air. Despite drainage, baby increasingly cyanotic, expiring at 16:28. Pt expired after 1 hr and 23 mins.